Event description:
A male with hypertension, hypercholesterolemia, and diabetes and a tortuous right common iliac artery was determined to be suitable for endovascular repair. In 2008, the procedure went as labeled. Two months later, the pt was emergently admitted to the hosp. Performance of angiogram noted occlusion of the contralateral common iliac artery from the graft kink at the tortuous segment. External iliac artery to the external iliac artery bypass was performed. The pt has been in remission since the surgery.

Manufacturer narrative:
Each zenith device is shipped with instructions for use listing the anatomical requirements, warnings, precautions, and the correct deployment procedure. The device remains implanted and no images were received to assist in this investigation. An internal clinical review indicated that the event was due to pt anatomy. However, the appropriate individuals have been notified and we will continue to monitor for similar events.